Event description:
On (B)(6) 2011, a 25 mm epic tissue valve was implanted due to aortic insufficiency. Perivalvular leaking was diagnosed in a follow-up visit and the valve was explanted on (B)(6) 2017. The physician reported one of the leaflets was torn creating a leak. A 25 mm trifecta valve was implanted. The patient was reported to be stable before, during, and after the procedure.

Manufacturer narrative:
Product evaluation: the reported event of a torn cusp was confirmed. Morphological and histopathological examination found cusps 1 and 2 contained tears. There was circumferential pannus ingrowth on the inflow surface and all cusps were fibrotically thickened. Cusps 1 and 3 contained what appeared to be fraying on their free-edges. No inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.